Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced a low blood glucose level of 29 mg/dl. The customer's insulin pump was working properly and his low blood glucose level was due to an intense workout. The product was not returned. Nothing further to report.